Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient was presented for a routine device check. Non-sustained rv oversensing was observed around the time that the patient was hospitalized a few days prior to the device check for an unknown reason. The episodes appeared to indicate that there was intermittent loss of capture on both the rv and lv leads. Programming changes were made and the patient will continue to be followed normally.